Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that the atrial lead was undersensing and the impedance was high and out of range. An insulation anomaly was suspected. The atrial lead was capped and replaced (B)(6) 2018. The patient was stable before, during and after the procedure.